Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas 8000 cobas ise module. The initial na result was 145 mmol/l. The repeat result was 148 mmol/l. The customer repeated the sample because a new calibrator was put onto the instrument and failed. The repeat result on another analyzer was 139 mmol/l. No questionable results were reported outside of the laboratory. The repeat result from the other analyzer was deemed correct. The na electrode lots are c5210 and b5277. The expiration dates were requested but not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Calibration was last performed on 22-oct-2022. Qc recovery showed results that were out of the acceptable range. The field service engineer (fse) found that precision checks showed noise errors. The fse replaced the sample probe and found a loose knurled nut. Precision checks were performed again successfully. The customer ran calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.